Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturer facility that the unit displays bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Conclusion - evaluation conclusion: the device was scrapped by the manufacturer.